Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in inappropriate shocks on different occassions. Technical services (ts) discussed possibly programming to secondary or alternate vectors if viable. It was noted this patient was short of breath and dizzy. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in inappropriate shocks on different occasions. Technical services (ts) discussed possibly programming to secondary or alternate vectors if viable. It was noted this patient was short of breath and dizzy. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in inappropriate shocks on different occasions. Technical services (ts) discussed possibly programming to secondary or alternate vectors if viable. It was noted this patient was short of breath and dizzy. This s-ICD remains in service. No adverse patient effects were reported.